Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with episodes of non-sustained right ventricular oversensing on the implantable cardioverter defibrillator from (B)(6) 2020. The episodes were determined to be caused by diaphragmatic myopotential oversensing. On (B)(6) 2020, the patient was brought to the clinic to perform isometric testing. Isometric tests were able to reproduce noise. The device was then reprogrammed to help reduce noise oversensing. All other measurements were within normal limit and the physician elected to continue to monitor the device and lead at this time. There were no adverse consequences to the patient.